Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99.94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a seven second pause was observed. It was also reported the implantable pulse generator (ipg) exhibited premature battery depletion. The device was removed and replaced. No further patient complications have been reported as a result of this event.